Manufacturer narrative:
The reported experience with of the pump module nuisance air-in-line alarms could not be investigated as no devices were provided for this investigation. The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement

Event description:
The customer reported nuisance air in line alarms. No patient harm was reported.